Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer performed troubleshoot for power error detected by replacing battery cap but did not resolve the issue. Customer¿s blood glucose was 175mg/dl at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test and active current test. No power error noted during testing. Power error not confirmed.